Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to override a medication while device was on critical override. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not able to override a medication while the device was on critical override. A technical support specialist called the customer and discussed the investigation. The tss concluded that the issue was highly unlikely to be a system error and was instead caused by user error. The tss confirmed that the order was not confirmed when the user attempted to remove it, although the medication was removed according to the database and reports. The system functioned as intended after the technical support specialist investigated the issue.